Event description:
Patient presented to the physician with a superficial infection at the chest incision site. Physician examined the area and suspected a reaction to the sutures and surgical glue. Physician prescribed antibiotics. This resolved the issue.